Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital for pocket revision due to erosion and infection. There were no complications mentioned after the procedure.